Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: november 02, 2016. Note: this complaint issue occurred in two (2) cases. A separate 3500a form has been prepared for the other case.

Event description:
Complaint received reporting that "similar incidents of disconnection after trimming have occurred quite frequently with the ett size 3.0mm." It is unknown how many similar products have been affected. No further information has been provided.

Manufacturer narrative:
The last three pmrs were reviewed. No trend was observed for the product category, et tubes, or the reported malfunction, connector (includes swivel connector for some tt models) detached from airway tube. Complaint spanning from october 27, 2014 through october 27, 2016 (2 years) was reviewed as it related to reports for the et tubes. A total of six (6) complaints were reported. No trends for the lot number, icc code or failure were observed. No further action is required for investigation of this complaint. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 20, 2017.